Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of electrode detached. Block h11: the returned orise proknife was analyzed, and no visible failure was noted. Functional inspection was performed and found the electrode detached when the electrode was push out. The reported event that the electrode was unable to extend was confirmed. Based on all available information, it is likely that procedural factors, such as the length of time used, power settings required, handling technique, and/or tissue composition, resulted in the electrode damage. Subsequent use of the electrode resulted in the detachment. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an orise proknife was attempted to be used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the orise proknife was unable to deploy midway of the procedure. The procedure was completed with a different device. There were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation finding of electrode detached. Please see block h11 for full investigation details.